Event description:
The user facility reported during an unspecified type of procedure the device was damaged and experienced a complete loss of image. There was no allegation of patient injury, and no further detailed information was provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to gather additional information regarding the reported event. No additional significant information was provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of no image. Upon receipt, the image was black with horizontal lines. There were large dents noted on the insertion tube, and a large leak was found in the instrument channel. Additionally, corrosion was noted in the endoscope and electrical connectors, and the angulation controls were noted to be heavy. The cause of the user's experience was determined to be due to user handling. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.